Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted and arranged for another time. The customer reported an issue with the collimator which could impact imaging. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was an issue with the collimator which could impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.